Event description:
The pt was implanted with a vascular access graft in a loop configuration in the left forearm artery. The surgeon reported that the outer layer of the graft had become very thin and the reinforcing bands had become exposed. The graft had been implanted for 5 yrs and 4 months.

Manufacturer narrative:
Two different sections of the vectra graft were returned to the MFR and are currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.